Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown . There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user. Patient is 2 of 2.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: it was reported while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user. Patient 2 of 2. Investigation summary: lot #: unknown bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.